Manufacturer narrative:
There was additional information provided which included the patient's initials and date of birth. There was also an update to the manufacture address of the device and a report of the event occurring during patient use but with no patient harm.

Manufacturer narrative:
B3 unknown one device was returned for analysis. Visual inspection showed an air bubbled dso seal. Review of the event history log (ehl) was performed. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a preventative measure, the main board and dso sensor were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream occlusion. No adverse patient effects were reported by the customer.